Event description:
Information was received from a consumer regarding a patient who was receiving 148.2 mcg/ml of clonidine at 35.67 mcg/day and 10 mg/ml of dilaudid at 2.407 mg/day via an implantable pump for non-malignant and spinal pain. On (B)(6) 2016, it was reported that the patient had been experiencing intermittent motor stalls and motor stall recovery logs since (B)(6) 2016. The patient had not recently had an MRI and began experiencing intermittent withdrawal and increased pain. The patient had been taken to the ER that night and emergency surgery was considered as the healthcare providers speculated that the patient's situation may become life-threatening as a result of shock from withdrawal. However, the pump recovered and the health care providers planned on weaning the patient off of the intrathecal meds and explanting the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stalls and recoveries was not determined. The pump was interrogated as a troubleshooting method in relation to the motor stalls. The pump was replaced as an intervention. The patient's current status was noted as stable.

Event description:
Additional information was received from a consumer. It was reported that the patient was on his third pump as the first two pumps had ¿died.¿ no symptoms or further information was reported. Refer to manufacturer¿s report #3004209178-2016-01564 for event pertaining to the first pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting the patient felt dizzy and was experiencing withdrawals and presented to the hospital where it was determined through interrogation of the pump that the pump had been stalling. It showed that there were 5 motor stalls over a 24-hour period of time, with the stalls ranging from 5 minutes to 40 minutes. The patient also had an increase in pain. It was noted the motor stalling resulted in a lack of medication entering the intrathecal space which increased the patient's pain. The motor stalls increased in frequency and it was agreed that the pump could stop abruptly and the result in life-threatening opioid withdrawals. The patient insisted the pump be replaced with a new pump. The patient's pump was replaced on (B)(6) 2016 and the patient tolerated the surgery without complications.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed.